Event description:
The inspire upper airway stimulation device was implanted on (B)(6) 2023. Prior to implantation, multiple sleep studies dating back to 2016 showed obstructive sleep apnea only, with little evidence of central sleep apnea (csa). After activation, several postoperative titration studies demonstrated the new onset and progression of primary central apnea events. These findings show treatment emergent central sleep apnea associated with device use. My treating physician determined the device is not effective and recommended discontinuing inspire therapy and transitioning to adaptive servo ventilation (asv), which resolved both obstructive and central events. Potential contributing factors (opioid use, altitude, cardiovascular disease, weight) were evaluated and ruled out. There is minimal history of sa before implantation. This report documents the emergence of central sleep apnea following device implantation and the need for alternative therapy in transitioning to an adaptive servo-ventilator (asv). Scheduled explant: (B)(6) 2026.